Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that channel a is unresponsive to any buttons (keypad or pump is defective); this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available. The software version is currently unknown at this time.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that channel a is "unresponsive to any buttons" was confirmed during product evaluation. This condition was caused by defective pump head module (phm) on channel a. The channel a's phm was replaced to correct the reported condition. Additional information: this involved a colleague p1.5 infusion pump with user interface module master software version 6.13.92. Baxter will continue to monitor similar reports to determine if further actions are required.